Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 95% stenotic lesion was located in the moderately tortuous proximal right coronary artery. The physician advanced the 1.5x15mm apex flex balloon to the lesion and on an unspecified inflation, inflated the balloon to 10atms and the balloon ruptured. There were no pt complications. The procedure was completed with a different device. Pt status is reported as "good".

Manufacturer narrative:
Device eval: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).